Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced elevated st segment and a coronary spasm during a farapulse procedure using a farapoint catheter to deliver pulsed field ablation (pfa) energy to the cavo-tricuspid isthmus (cti) line. It was reported that a farapulse procedure was performed to treat a patient with atrial fibrillation and atrial flutter. A farapoint catheter was selected for treatment of the cti line. During the cti line ablation, following the fourteenth application of therapy, and upon energy delivery, st segment elevation was noted on the ECG 2, 3, and avf. A coronary spasm was also observed. 2 mg of nitroglycerin were administered to the patient. The patient hospital stay was extended as a result of the adverse event. The patient was discharged the following day and has fully recovered.